Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported an inaccurate result. The outcome of the test was not specified. No additional information relating to follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua. "Congenital defects/birth anomalies" on section b1 has been deselected after being inadvertently checked in intial report..